Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol), the haptics were found adhered together (¿kissing¿ haptics) despite adherence to all recommended implantation steps. Two instruments were required to separate the haptics, and the surgeon expressed concern about this recurring issue. The procedure was completed successfully using the same lens, which remains implanted. There was no unplanned vitrectomy, incision enlargement, or sutures required, and no patient injury such as a capsular tear was reported. The patient reported no complaints. The issue involved only one lens on that surgical day, although similar complaints have been reported by other surgeons. The account notes the use of balanced salt solution (bss) at room temperature introduced from the hydration port, and that the surgeon performs an initial 1/2 twist as part of the implantation technique. No further information was provided. This report documents the event reported on nov 18, 2025. A separate report will be submitted for the other reported incidents.